Event description:
Correction: the initial MDR submitted on february 10, 2026, was filed inadvertently. The general anesthesia was not device related, and therefore not considered reportable to the FDA.

Event description:
Per the clinic, the patient experienced a shocking sensation and refusal to use the devce. An integrity test and CT imaging were performed on (B)(6) 2025 under general anesthesia. Reprogramming attempts were made, and the patient is now doing better while wearing the device. The implanted device remains in place.